Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited deflation issues. A revision surgery was performed, upon examination it was found that the pump could not be deflated. Only the pump component was explanted and replaced. No patient complications were reported.